Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years and 8 months after the implantation of two sapien xt valves, tee revealed the patient's pvl had worsen to moderate from mild-moderate at post deployment. The patient was symptomatic and was readmitted for a bav treatment.

Manufacturer narrative:
Additional information provided indicated an unsuccessful attempt at a percutaneous repair (bav) of the patients moderate pvl, as the physicians were unable to obtain access. Additional information was requested but was not forthcoming. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 4 years and 8 months post tavr is unknown. However, the event may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.